Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Explant date: if explanted, give date: not applicable as iol remains implanted. Reporter telephone number: (B)(6). Device evaluation: the device was not returned for evaluation as it remains implanted. Therefore, product testing could not be performed, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing and historical records for the intraocular lens were reviewed. The product was manufactured as part of po ( purchase order ) (B)(4) and released according to specification. A search revealed that no additional complaints for this order number have been received conclusion: as a result of the investigation there is no indication of product quality deficiency all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the intraocular lens (iol) remained stuck together. The surgeon must have used 2 instruments to separate them. There was no impact on the patient. The material is not available for investigation. No other information was provided.